Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed.

Event description:
Allegedly, the patient underwent a surgical procedure a little over 2 years ago. The patient states that " the implant is failing due to retreat into the bone. In the process of discussion with my physician about eventual alternatives."